Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that they had to visit emergency room with diabetic ketoacidosis due to high blood glucose on (B)(6) 2017 with blood glucose of 1,500 mg/dl. Patient's current blood glucose value was 110 mg/dl. Customer alleged the insulin pump under delivered insulin. Customer received an error on their insulin pump and was sick. The customer was treated with manual injection and insulin pump. The insulin pump passed high pressure test and displacement test. The customer was assisted with clearing the battery out limit alarm. The customer was wearing the insulin pump during the hospitalization. The device is not expected to be returned for analysis.